Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review not performed. Issue of this type is not unexpected in leads of this age. There was no indication in the complaint that the product was not used in accordance with the IFU. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established" investigation conclusion code was selected because the reason for the alleged observation(s) could not be determined. At this point, it can be concluded that unknown factors most probably contributed to the event. This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this right atrial (ra) lead exhibited a severed condition due to an unknown cause during placement of a left ventricular assist device. The boston scientific technical services consultant discussed that the tachy mode was turned off. As of this time, this ra lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited a severed condition due to an unknown cause during placement of a left ventricular assist device. The boston scientific technical services consultant discussed that the tachy mode was turned off. As of this time, this ra lead remains in service. No additional adverse patient effects were reported.